Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that on the fourth firing of the tlc55, the staple malformed. The surgeon put overstitches to complete the case.